Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Initial visual inspection found that the upper jaw was bent back away from the lower jaw. The customer reported that the device produced no seal. The reported condition was confirmed. The device failed the jaw gap test, because the gap width is abnormally large, especially at the tip. While activating on simulated tissue, the investigation found the device to produce an instant failure with incomplete seal cycle, when the tissue was held at the tips of the jaw. Rfid logs showed that the csc (completed seal cycle) count is 145. Thus, the jaws could be assumed to be normal when the procedure started and were bent during the procedure. Such jaw damage is consistent with user error, in which the device was used to hold a hard material with the jaws and was manipulated with bending forces. Once the jaws were bent to produce a large gap, there will not be activation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that about 3 hours into the procedure, an end tone was heard but tissue was not sealed while working on fatty tissue on mesentery. Bleeding occurred but tissue was manually sutured to control the bleeding.